Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room for ketones and high blood glucose of 800 mg/dl. The mother stated that the night before the customer did not feel well and her blood glucose was over 600 mg/dl and it was treated with a manual injection. The mother mentioned that the history alarm revealed an alarm. Ran a fixed prime test and no alarms was noticed. The mother also stated that her doctor increased the fixed prime because she was having difficulties with repeatedly high blood glucose. No further information was provided.